Manufacturer narrative:
Investigation of this complaint found that the reagent concentration and the number of cassettes processed in bottles 1-16 inclusive were set to 40% and 3000 respectively between 11:28 am and 11:30 am on (B)(6) 2017 by a leica field service engineer (fse) in order to indicate that all reagents required replacement following service actions completed for a problem with the mains power switch. A use error subsequently occurred between 19:03 pm and 19:05 pm on (B)(6) 2017 when a user removed each of bottles 1 to 16 inclusive from the instrument for a less than 20 seconds, which is not sufficient time to complete manual reagent replacement; and affirmed in the instrument software that the reagent concentration in each of bottles 1 to 16 inclusive was to be set to default value. However, the actual reagent concentration in bottles 1 to 16 inclusive would have remained unchanged. The instrument software uses the calculated reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The use error, which occurred between 19:03 pm and 19:05 pm on (B)(6) 2017, when a user affirmed that the reagent concentration in bottles 1-16 inclusive was to be set to the default value despite each of the bottles not having been removed from the instrument for sufficient time to replace the reagent would have impacted upon the accuracy of the reagent concentration calculated by the instrument software algorithm. As a consequence, reagents of a reagent group or type may not have been scheduled in order of increasing concentration as required for optimal tissue processing quality resulting in an adverse impact in the quality of tissue processing. This circumstance is also likely to result in increased contamination of reagents, which in turn may further impact the accuracy of the reagent concentration calculated by the instrument software algorithm and result in an increase in the discrepancy between the calculated and actual reagent concentrations in bottles 1-16 inclusive. The instrument logs show that 10 processing runs were completed between 23:04 pm on 20 (B)(6)2017 and 02:06 am on (B)(6) 2017. The complainant reported sub-optimal tissue processing from two (2) "small new 2 hr" protocols comprising 15 cassettes, one of which was executed retort a and the other executed in retort b. As details of the start and end time of the two (2) processing runs from which sub-optimal tissue processing was reported were not provided, it is not possible to identify which of the 10 processing runs completed were referenced by the complainant. The instrument was found to have functioned as designed during execution of the 10 processing runs completed between (B)(6) 2017. Information provided by the complainant following completion of an internal investigation into the circumstances involved in the event indicated that the "artifact of overheating" reported by the complainant was caused by failure to adhere to a laboratory workflow protocol(s) as follows: "we found out that a histotech was finding a few blocks that were not completely processed and the protocol is to leave them in her embedding chamber for about 30-60 minutes, instead she was having the lab aide send them back through a complete wax cycle in the processor and that was the cause of the fried tissue." The root cause of "a few blocks that were not completely processed" was a use error, which occurred between 19:03 pm and 19:05 pm on (B)(6) 2017. The facts suggest that a user failed to complete manual replacement of the reagents in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On 25 july 2017, a leica biosystems north america technical support representative received a complaint that: "tissue have an artifact of overheating. 15 blocks affected", following processing. On 25 july 2017, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable. On 03 august 2017, a leica field support specialist (fss) provided telephone support to the laboratory in relation to this event. The fss documented the following information, which was provided by the complainant, following completion of an internal investigation into the circumstances involved in the event: "we found out that a histotech was finding a few blocks that were not completely processed and the protocol is to leave them in her embedding chamber for about 30-60 minutes, instead she was having the lab aide send them back through a complete wax cycle in the processor and that was the cause of the fried tissue." The fss offered to provide user training, which was declined by the laboratory. On 04 august 2017, the following statement was received from the complainant by the fss: "thank you for reaching out to help us with our issue. We are running a test tonight to test our theory. We might have found the problem and it is within our lab staff. However I will let you know tomorrow if we are correct."